Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt's battery was noting depletion two days after implant. The pt's wound still had discharge coming out of the incision after approximately a week. There was concern that the pt would get a strike due to the inability to charge. The pt was referred to the health care provider. Additional info received reported that the pt experienced a shocking or jolting sensation "like a knife stabbing pain" since implant with the implant for the pt's back. The one for the pt's leg was fine. There was no known accident or incident related to the event. Reference MFR report# 3004209178201000202.